Manufacturer narrative:
H6 - code 3233: review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted; therefore, direct product analysis was not possible.

Manufacturer narrative:
H6 - component code added h6 - clinical code was updated.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Review of device manufacturing record history is currently pending. The device remains implanted; therefore, direct product analysis was not possible. (B)(4).

Event description:
The following was reported from a (B)(6) study: on (B)(6) 2020, a patient underwent endovascular treatment using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). The treatment was for stenosis and recoil. As reported, the stenotic lesions were in (1) venous anastomosis of a pre-existing arteriovenous graft in the left upper arm basilic vein, and (2) in a vascular graft in the left forearm. The viabahn device implant was just barely in the upper arm and extended into the forearm. The patient tolerated the procedure. On (B)(6) 2020, the viabahn device had occluded with thrombus. On the same day, urokinase was administered to the patient and after confirming the flow, percutaneous transluminal angioplasty was performed at the site of left brachiocephalic vein stenosis. The event was resolved and the patient tolerated the procedure.